Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and yellow particles in the shell. No other observation observed. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.